Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec-3890li. In the event reported, it was stated that the device has no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service department for further evaluation on service order (B)(4) and inspected. The quality control inspector could not confirm the user narrative. Inspection findings are as follows: fluid invasion in pve connector, image blackout, pve electrical connector frame mild corrosion, suction tube mild resistance, fluid invasion not observed in control body, customer complaint confirmed. Fluid invasion in pve connector; passed dry leak test; endoscope failed electrical safety test - plct; passed wet leak test; customer complaint not duplicated; pve electrical connector frame mild corrosion. The device is currently in the repair process and will be return to the user upon completion. Parts to be replaced: o-rings and seals; pcb for ccd drive pb-free; electrical connector assy on 8-sep-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27aug2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. A review of the service history indicates the device was routinely serviced at pentax since installed at the user facility. No other information provided.